Event description:
During a kidney transplant, the surgeon was making an opening in the artery and tried to use a 6.0 medtronic punch to extend the hole circumferentially to match the size of the donor artery. The punch misfired and damaged the anterior wall of the artery. A bovine patch had to be utilized.